Manufacturer narrative:
Investigation is currently in progress.

Event description:
It was reported that the physician was trying to treat a popliteal aneurysm. The haembahn 10.5 did not open and got stuck to the sheath. The device did not open at all and he was able to take it out of the sheath. The pt was finally treated through open surgery. Further investigation is pending.